Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). There is no evidence of therapy exhaustion. Technical services (ts) discussed device reprogramming. This ICD remains in service and is functioning as programed. No additional adverse patient effects were reported.